Event description:
The event is reported as: complaint alleges the cuff ruptured quickly during intubation. Cuff was pre-tested before use and worked fine. The et tube was replaced without consequences to the patient.

Manufacturer narrative:
No sample or lot number will be returned for investigation. Conclusions: an investigation cannot be completed due to lack of sample. If sample or lot number becomes available, complaint will be reopened. No corrective actions will be taken.